Manufacturer narrative:
This report is submitted on june 7, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the device was explanted on (B)(6) 2018. It was reported the patient was not using the device and there are no plans for reimplantation.